Event description:
The customer reported discordant, reactive igg antibodies to toxoplasma gondii (access toxo igg) results for two patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). This report will address the access toxo igg results obtained on (B)(6) 2015 for one patient (designated as patient 2). Mdr2122870-2015-00126 will address the access toxo igg results obtained on (B)(6) 2015 for the first patient (designated as patient 1). The initial access toxo igg result recovered as reactive. The reactive access toxo igg result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer sent the patient's sample to two different laboratories for analysis using different methodologies. The patient's sample was analyzed using diasorin toxo igg (liaison) and biomerieux toxo igg (minividas), both of which produced negative toxo igg results. The patient's sample was sent to beckman coulter (bec) complaint handling unit (chu) for evaluation. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,000 g (g-force) for fifteen (15) minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The patient's age, date of birth, and weight were not supplied. The access toxo igg reagent was not returned for evaluation. The patient's sample was sent to beckman coulter (bec) complaint handling unit (chu) for testing. The patient's sample that yielded a reactive access toxo igg result at the customer's site was analyzed in duplicate by the chu and negative access toxo igg results were obtained. The chu evaluation did not produce the reactive results obtained by the customer. In conclusion, the reactive access toxo igg results obtained by the customer could not be confirmed by the beckman coulter complaint handling unit. The cause of this event could not be determined with the information currently supplied. (B)(4). All mdrs associated with this report are: 2122870-2015-00126, 2122870-2015-00127.